Manufacturer narrative:
(B)(4). Lot# unknown - potential lot# 13f17f0123.

Event description:
The customer reports that the tubing was stabilized, via suture, but the tubing moved causing the set to leak. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The customer returned one used four-lumen catheter with the box clamp assembly attached. Visual inspection was performed on the suture wings of the catheter hub and box clamp assembly. No issues were observed. The outer diameter of the catheter body, the inner diameter of the catheter clamp, and the inner diameter of the catheter clamp fastener were measured and all were found to be within specification. The box clamp assembly was attached to the catheter body. The catheter body was then tugged while the box clamp was held stationary. The box clamp did not shift position on the catheter body. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product indicates that the suture wings on the catheter hub are the primary means of securement. The IFU also provides guidance on using the box clamp assembly for secondary securement. The customer reported issue of the catheter migrating while in the patient could not be confirmed during the sample investigation. Visual, dimensional, and functional inspections were performed on the returned catheter and box clamp assembly and no issues were identified. Other remarks: a DHR review was performed and no relevant findings were identified. As no issues were found with the returned sample no further action shall be taken at this time.

Event description:
The customer reports that the tubing was stabilized, via suture, but the tubing moved causing the set to leak. No patient injury or consequence.